Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath was received for product evaluation. It was noted that sheath shaft was detached from the hub. Visual inspection revealed that the sheath shaft was fully separated from the hub and the proximal end was uncoiled. It was noted that the sheath shaft fully separated from the hub. Only the swag band was left still connected at the tapered end of the hub. The swag band was attached to the hub at its proximal end, the remaining portion of the swag band was completely exposed and sticking out of the hub. The strain relief and the outer and inner layers of the sheath were fully intact. There are no signs of stretching or pulling and no evidence of resistance felt during use of the sheath. The customer confirmed there was no spasming or calcification and no issues removing the remaining parts of the sheath. There was a dent noted 5cm from the proximal end of the shaft and a kink at about 50 cm from the proximal end of the shaft . No other anomalies were noted on the sheath or other components. The complaint can be confirmed for mechanical separation. The sheath shaft was removed from the hub without resistance. A non conformance report was completed for this complaint and it was determined that the cause of the event is most likely due to improper assembly of the hub over the swage band. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p was used during the procedure. The sheath came apart inside the patient's body. The stainless-steel coiling could be seen and was completely separated from the hub. The physician mentioned this never happened prior to them storing it in the pyxsis system. The patient's condition was fine, and the blood loss was less than 250cc's. The procedure failed. There was no patient injury, medical/surgical intervention required. Additional information was received on 08jun2020. The r2p procedure was a left radial access for proximal sfa cto. The procedure was completed with a second 119cm sheath. The device was pulled out; the sheath separation occurred near the hub. The portion inside the patient was intact.

Event description:
Additional information was received 14jul2020. The physician was torqueing the catheter significantly. The doctor gently pulled back the entire system, kept the wire in place, then re-advanced a new sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.